Event description:
The pt reportedly is experiencing sound quality issues and open electrodes. Programming adjustments were made, however, this did not resolve the issue. Revision surgery is under consideration.